Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a prostate biopsy, the top slide of the device allegedly was unable to prime. It was further reported that the procedure was performed with another device. There was no patient contact.

Event description:
It was reported that during preparation for a prostate biopsy, the top slide of the device allegedly was unable to prime. It was further reported that the procedure was performed with another device. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One max-core biopsy needle was returned for evaluation. During functional testing, the device could not be fully primed due to the sample notch bend. The top slide self activated while the sample notch bend was being measured. An xray was taken which showed that the cannula tangs were not fully engaged. Upon disassembly, it was observed that the left side bumper was overlapped. Therefore, the investigation can be confirmed for self activation. However, the investigation is inconclusive for the priming issue. The identified overlapped left bumper likely contributed to incomplete cannula tang engagement as well as the identified and reported issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.